Event description:
Knee surgery (unspecified) [knee operation], cannot bend left knee [joint range of motion decreased], swelling of knee [joint swelling], joint effusion [joint effusion]. Case description: spontaneous report was received on 5/21/2012 from a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, once in a week in an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the pt received second injection of synvisc and developed knee swelling in left knee and the pt could not bend the left knee. On unspecified dates, the pt had arthrocentesis (volume of fluid aspired was not provided) and underwent lavage. The pt also underwent a knee surgery (unspecified). The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) results were received on 5/22/2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.